Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the femoral component identified the blasted surface to exhibit staining / scratches and the color buffed surface to exhibit scratches. Performed a visual inspection of the returned mc articular surface and found the dovetail feature to exhibit damage (flared out) as well as scuffed and scratched proximal surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: femur cemented cruciate retaining; p/n: 42502005601, l/n: 64184169, articular surface medial congruent (mc); p/n: 42512100314, l/n: 63179259, unknown tibial component; p/n: unknown; l/n: unknown. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00215, 0001822565 - 2019 - 03198. Product location is unknown.

Event description:
It was reported the patient had a revision procedure due to dislocation. During the procedure, the femoral and bearing components were revised. No additional patient consequences were reported.